Event description:
The manufacturer became aware of a simplygo mini device alleging black residue. The doctor prescribed antibiotic and anti-allergic medicines. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previously submitted report section device problem code grid was incorrect. Section h6 or device problem code grid has been corrected or updated in this report.